Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2020. All channels: klebsiella pneumoniae, citrobacter amalonaticus, serratia marcescens (the total cfu of the klebsiella pneumoniae, citrobacter amalonaticus, serratia marcescens is >100 cfu/100ml). Second time. All channels: klebsiella pneumoniae, citrobacter amalonaticus, serratia marcescens, enterobacter cloacae complex (the total cfu of the klebsiella pneumoniae, citrobacter amalonaticus, serratia marcescens, enterobacter cloacae complex is >100 cfu/100ml). Third time. All channels: klebsiella pneumoniae, citrobacter amalonaticus, bacillius cereus, enterobacter cloacae complex, serratia marcescens (the total cfu of the klebsiella pneumoniae, citrobacter amalonaticus, bacillius cereus, enterobacter cloacae complex, serratia marcescens is >100 cfu/endoscope). Olympus singapore checked the subject device and found following. There were scratches on the instrument channel. The angulation was insufficient and too much play. The angulation control knob was loose. The ccd lens had scratches. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.